Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricle lead was explanted due to high pacing thresholds 10 days after implant. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an unknown performance issue 10 days after it was first implanted. No additional adverse patient effects were reported.